Manufacturer narrative:
The device history review showed no related mfg issues and no product complaints of similar nature.

Event description:
The port was placed 2/1997. The port became occluded. X-ray did'nt determine cause of the occlusion. When the port was removed 12/15/1997, a fragment of a sensor stylet was found lodged in the catheter.